Event description:
The surgeon inserted a aq2010v silicone three piece lens and the haptic tore upon insertion. The incision was enlarged to remove the lens but no sutures were repaired. There was no patient injury reported.